Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 446 mg/dl. The customer did not want to trouble shoot for high blood glucose. The customer treated high blood glucose with an injection. The customer stated having issues scrolling sometimes she is unable scroll either backward or forward. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.